Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side "possible rupture" and "capsular contracture," baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, underweight device, crease fold, device appearance, an observed 40-millimeter dark patch edge material inside the gel of the device, and wear abrasion. A microscopic analysis was performed which identified a sharp crease break on the anterior side, and observed stress marks on the device. Based on the device analysis, the final assessment is a smooth crease break on the anterior due to a fold flaw opening.

Event description:
Device has been explanted.